Manufacturer narrative:
(B)(4)

Event description:
Procedure: laparoscopic choledocholithotomy. According to the reporter: at about 10th firing the jaw broke. Then the jaw could not be closed and it would not be removed from the trocar easily. The surgeon forced it out and broke the trocar in doing so. This incident occurred outside of patient and nothing fell into the cavity.